Event description:
A malfunction was reported on the pump, identified by the code "malf 12." There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to reach out if the malfunction reappears.